Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient had a skin irritation under the lifevest. The patient's doctor prescribed the patient advantan milk and advised not wearing the device until the skin irritation improved. Follow up with the patient was completed, it was reported the skin irritation was improving.